Event description:
A customer reported that sixteen weeks following a glaucoma filtration device (gfd) procedure, the gfd was observed to be touching the iris. The patient experienced postoperative hypotony following the implant procedure. The gfd remains in the eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).